Event description:
In this event it was reported that an x-post separated in the mouth of pt. One piece is in the crown and the other one is still in the tooth. Outcome of the event is unk as of this MDR eval, though there is no indication that a serious injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Actual product involved in the event is not available and cannot be analyzed by our lab. A DHR review was conducted with no discrepancies noted. Add¿l info regarding the pt outcome has been requested and will be submitted as it becomes available.